Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with following pre-op diagnoses: degenerative disk disease at l4-l5 and non-fusion of l5-s1. For which, patient underwent following procedures: left retroperitoneal exposure of l4-l5 and the l5-s1 intervertebral space via infraumbilical midline incision. Patient tolerated the procedure well without any intraoperative complications. Patient also presented with following pre-op diagnoses: status post arthrodesis, l5-s1. Spondylolisthesis, l4-5. Spinal stenosis, l4-5. Malfunctioning internal orthopedic device/ graft (nonunion after previous fusion). Complications: none with exception of slight persistent bleeding at the end of procedure. Implants: peek interbody spacer l4-5 and l5-s1 with rhbmp-2/acs at each level and anterior lumbar plate at l5-s1. Indications for procedure: the patient underwent lumbar fusion surgery by another surgeon previously. This fusion was done at the l5-s1 level. The patient has persistent pain and preoperative imaging demonstrates spondylolisthesis at l4-5, above the fusion. The fusion itself is not healed and is a nonunion. The cages from the previous fusion are somewhat posteriorly, may be partially in the spinal canal. This patient has substantial back and lower extremity pain refractory to nonoperative management. For which, patient underwent following procedures: anterior lumbar interbody fusion l5-s1 (altered surgical field). 2. Partial corpectomy l5. Partial corpectomy l1. Anterior lumbar inner body fusion l4-5. Removal interbody interverteb ral biomechanical device (unlisted procedure). Application intervertebral biomechanical device l4-5. Application of vertebral biomechanical device l5-s1. 8. Anterior lumbar fixation l5-s1. Exploration of spinal fusion. Fluoroscopy. Per op notes, at l4-5, appropriate size intervertebral space was selected and impacted into position. The space was filled with rhbmp-2/acs to achieve spinal fusion. Placement of the implant was confirmed fluoroscopically. Using fluoroscopic guidance to cut above and below the previous cage on the right side at l5-s1, surgeon was able to remove the cage in a piecemeal fashion. Once the first cage was partially removed, an appropriate size spacer was approximately 16 mm in height due to the partial corpectomy above and below. That space was filled with rhbmp-2 and impacted into position. Patient tolerated the procedure well without any intraoperative complications. Findings at surgery: nonunion l5-s1, disk degeneration of l4-5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.